Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported, in an article, that a patient underwent a procedure to treat stress urinary incontinence, urodynamic stress incontinence or mixed urinary incontinence on an unknown date and a sling was implanted. The patient experienced hematoma, urinary retention, de novo uui, vaginal erosion and groin/thigh pain. Additional information was not provided.

Manufacturer narrative:
(B)(4). Voiding dysfunction. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is a 30 day initial report, sent as follow-up 1 due to emdr duplicate error.

Event description:
It was reported, in an article, that a patient underwent a procedure to treat stress urinary incontinence, urodynamic stress incontinence or mixed urinary incontinence on an unknown date and a sling was implanted. The patient experienced hematoma, urinary retention, de novo uui, vaginal erosion and groin/thigh pain. Additional information was not provided.